Event description:
The customer called and reported that the buttons on the insulin pump were scrolling continuously. After changing the battery, two battery-related alarms were received and the keys became entirely unresponsive. Customer's blood glucose was 231 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected battery out limit or battery error alarms were noted. The pump also had intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.